Manufacturer narrative:
Corrected information: h10-inadvertently omitted clinical investigation clinical investigation: upon review of the information provided in the intake of this file, it was found the patient¿s name, patient¿s contact information and specific date(s) this event(s) occurred were not provided. Therefore, no further due diligence is feasible and no additional follow up shall be conducted. Therefore, with the limited information available, a clinical investigation cannot be completed.

Event description:
It was reported a patient had an infection. There is no further information available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed as a customer account was not identified in order to search for product lots in shipped orders. Likewise, a device history records (DHR) review could not be completed. Risk management trending was performed for the reported adverse event and no issues were noted. Due to the limited information available, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient had an infection. There is no further information available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.